Event description:
It was reported that the procedure was being performed on a (B)(6) male pt who was receiving midazolam, sufentanyl, and ketamin (2-5ml/h). The catheter was placed into the pt's jugularis. The catheter was in use approx 5 - 6 days when the infusion solution discolored inside the proximal lumen. Minimal solution crystals were observed. A carrier solution was used: ringer acetate or glucose 10%. As a result, the catheter was removed and discontinued. There was no delay in treatment, no pt death, and no pt complications. The pt outcome was okay. The pharmacy was contacted and they tested the drugs for interaction. The pharmacy confirmed that the drugs can be combined w/o problems on (B)(6) 2012 - f/u info confirms there was no communication between the lumens. The drugs were applied as one solution in one lumen and the solution is crystalizing already in the transparent extension line.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.